Event description:
Customer alleged the recline reclines by itself and the recline actuator is noisy. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, (B)(4) is approximately 1 year 8 months old. The owner's manual part number 1143190 rev I (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the power chair will recline by itself 2 - 3 times daily. The dealer currently has the power chair and has stated that the chair has not duplicated the incident. The recline actuator is allegedly noisy. A quote has been issued for an actuator. No injury of medical intervention. No RMA has been issued at this time for the return of the actuator.